Event description:
(B)(4). Severe joint/muscle pain and stiffness all over, numbness and tingling in hand/arms/legs/feet, easily bruising and itchy all over my body, rash, headaches, brain fog (cant concentrate or find my words), fatigue, no energy, daily fatigue, depression, fibromyalgia, severe bloating, daily cramping, period every 2-4 months, heavy bleeding with huge clots and cramping, constant spotting, painful sex and bleeding afterwards, sharp stabbing pelvic pain, bladder pressure, leaking urine, no energy, hypoglycemia, night sweats, lack of desire, headaches, anxiety, heart palpitations, elevate blood counts, dizziness, weight gain, muscle spasms in feet and calves, overall ill feeling.